Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure and is now deceased. The implantable pulse generator (ipg) remains implanted.